Event description:
It was reported that during use of the healon endocoat that the white finger rest detached while injecting the healon endocoat. The reported event has occurred three times. No patient injury was reported in each case. The exact date of the event was unknown; however, it was reported that it occurred during the week of (B)(6) 2014. An MDR will be provided for each event.

Manufacturer narrative:
Date of birth/age: unknown. Gender/sex: unknown. Date of event: unknown. A review of the manufacturing records was performed. Batch record review determined components were inspected, evaluated and accepted per lifecore specification. The root cause of this incident did not appear to be related to the manufacturing process. Record review determined that there were no deviations or comments regarding finger grip detachment. The root cause of the complaint is not likely related to the manufacturing process. Lifecore manually inspects 100% of product for proper assembly and damaged finger grips after syringe assembly. Investigation indicates no trend reported in the complaint history due to finger grip detachment. No changes have been made to the handling, manufacturing process, or raw materials that would contribute to this occurrence. The investigation indicates that the lot met product specification prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Recall: z-0530-2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.